Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right knee revision due to septic knee". Rep provided pre-revision x-rays and reported that no further information is available.